Event description:
Narrative from staff: during surgery, arthroscopic scissors were inserted into the patient's shoulder. Once opened, they would not close. When it was realized the scissors were broken, they were removed from the shoulder immediately.